Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event ((B)(4) - fluid/blood). The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device deflation.

Event description:
Healthcare professional reported a right side saline deflation. Healthcare professional also reported capsular contracture, baker grade 4. Device explanted.

Event description:
Healthcare professional reported a right side saline deflation. Healthcare professional also reported capsular contracture, baker grade 4. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening and three openings assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion and nicks striated assessed as surgical tool scratch like were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.